Event description:
An ipp device was implanted on 8/1/96. A revision surgery was performed on 10/29/96-no component removed or replaced. On 1/23/97 the pump was removed from the pt, due to auto-inflation, and replaced.